Event description:
The end of one of the electrodes broke off in the patient's liver. Two prior 6cm ablations had taken place without any problems. Upon insertion for a 3rd ablation, the generator gave an error reading saying device error and the #2 temperature feedback read op. The doctor removed the device and noticed the tip had broken off. He was able to retrieve the tine with little problem and the patient suffered no injury. Three more ablation followed the issue.